Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient came into surgery with a left dislocated humeral liner, the surgeon intended to complete a revision using exactech implants. During the revision tsa, he removed the humeral liner and noticed the poly was all chewed up on the sides. The surgeon thought he saw this on the liner because of scapular notching and due to the patient dislocating posteriorly and was rubbing against the screws. Patient was last known to be in stable condition following the event. The device is to be returned for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of the humerus dislocating posteriorly. The dislocation may have been due to positioning of the components at the time of implantation, joint tensioning, or an unreported traumatic event; however, the root cause cannot be confirmed as x-ray images were unavailable for evaluation.